Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an open hepatectomy, some staples at the distal end of the cartridge were loosely formed at the first firing, and bleeding occurred when the surgeon cut the stapled tissue with a scissors. The device was used on the hepatic vein. The amount of the bleeding is unknown. No blood transfusion was required. The surgeon thought the possibility that the target tissue was thick. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.